Event description:
Related manufacturer reference number:2017865-2024-60023. Related manufacturer reference number:2017865-2024-60026. Related manufacturer reference number:2017865-2024-60027. It was reported that the patient presented with infection/thrombus. The entire system was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.